Event description:
It was reported that a catheter location balloon leak occurred during transurethral microwave treatment. The physician completed a treatement, but when they pulled the kit out after the case, they realized the balloon had leaked. There were no pain issues reported from the patient and the case was completed.

Manufacturer narrative:
The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The catheter was returned for analysis. Research and development evaluation confirmed the leak between the location balloon and urine circuit. Although the location balloon leak was confirmed, the cause of the leak remains unknown.